Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated signal loss on fibers 1-3 during the procedure. The recorded temperatures indicated cooling during rf ablation. Prior to the contact force loss, force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU cardiac perforation is a known risk during the use of this device. (B)(4).

Event description:
Related manufacturer reference: 3008452825-2017-00039. During an atrial fibrillation procedure a pericardial effusion occurred. While doing a lesion line in front of the left atrium, the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed. The patient became hypoxic and hypotensive, requiring intubation. The patient was monitored in the ICU and stabilized. No further medical intervention was needed. The patient was discharged six days later in stable condition. There were no performance issues with any sjm devices during the procedure.